Event description:
Allegedly revised during revision surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00048, 00049, 00050.